Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient had their pump and catheter removed on 2018-may-30 due to a pump malfunction. The patient was then implanted with a new infusion system on the same day. No further complications were anticipated/reported.